Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient transport by the ambulance to the emergency room, seizure and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone12.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was transported by the ambulance to the emergency room with hypoglycemia. The patient's blood glucose levels declined to 22 mg/dl while wearing the pod for an unknown duration. The sensor was providing inaccurate glucose readings, displaying values higher than the patient¿s actual glucose level. Symptoms reported include seizure and blurred vision. The patient was treated with dextrose in the ambulance and the emergency room. The patient was discharged on the same day.